Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad of the insulin pump was unresponsive. Blood glucose value was unknown at the time of the incident. The customer also stated a motor error alarm. Troubleshooting was performed. The customer had more than one motor error. Keypad issue was not resolved. The customer was advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.